Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the problems with maintaining inflation in the temporary pacing electrode catheter during use. The defective samples had been stored. Lot#gfju1602 - 1 piece, lot#gfjx0375 - 2 pieces. Per follow up information received via ibc on (B)(6)2025, the problem occurred when medical staff present. The event occurrence dated for lot#gfju1602 was (B)(6)2025, and eod for lot#gfjx0375 was (B)(6)2025, the device was used only preliminary inflation (before use).

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two opened (without no original packaging or labeling), used temporary pacing electrode catheter. Visual inspection of the sample noted using (returned) syringe inflated both balloon with 1.5cc air without difficulty. Allowed to rest with no leaks evident. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the problems with maintaining inflation in the temporary pacing electrode catheter during use. The defective samples had been stored. Lot#gfju1602 - 1 piece, lot#gfjx0375 - 2 pieces. Per follow up information received via ibc on 05feb2025, the problem occurred when medical staff present. The event occurrence dated for lot#gfju1602 was 27/01/2025, and eod for lot#gfjx0375 was 13/01/2025, the device was used only preliminary inflation (before use).